Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was inappropriate anti-tachycardia pacing (atp) delivered due to atrial blanking. The device will be reprogrammed at the next follow-up appointment. The patient was stable and suffered no adverse consequences due to this event.